Manufacturer narrative:
(B)(4). The harmonic blades are made of titanium. The harmonic blade will stop activating, and either emit a solid tone and/or display an instrument error code when the blade has become cracked (but not scratched, nicked or gouged). Once the blade is cracked, it is susceptible to breaking off due to continued attempts to activate or from physical contact. Once the blade tip is broken off, it may be possible for the device to be activated without an error code. Blade damage is caused by contacting an active blade with other surgical devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once blade damage has occurred, subsequent activations may result in fatigue failure initiating at the original damage location, which can result in the blade tip breaking off as described above.

Event description:
It was reported that during a low anterior resection procedure which lasted four hours, the product active blade snapped. This product had been used around staple lines. Another device was used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of the device, no device will be returning.